Manufacturer narrative:
Updated the summary and the coding grids.

Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl indicating that the no ECG waveform during self-test. The device was evaluated by customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. However, customer confirmed that the reported problem was caused by the bad contact of the handle and paddle. The reported problem was confirmed. The device was operational after cleaning and reinstalling the paddles. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the clinical nurse found that the paddle could not pick up the ECG waveform during the self-test of the device, and the other functions were normal. No patient involvement reported at this time.